Event description:
Pt had valve replaced in or. When surgery was completed & pt was ready to come off of bypass, the valve tore at every suture line. Every stitch bled & every stitch attempt pulled through the homograph tissue. Valve removed from pt.